Event description:
The healthcare professional reported that during an endovascular embolization procedure, the associated microcatheter was in place and the 2.5mm x 2.5cm orbit galaxy complex xtrasoft (640cx2525 / 31424931) was delivered to the target site. The coil filled the aneurysm, and the physician attempted to detach the coil, but the coil was unable to detach. The physician retracted only the coil; the coil was replaced to complete the procedure using the original microcatheter. There was no report of any negative impact on the patient. On 23-jun-2026, additional information was received. The information indicated that the procedure was targeting the c7 segment of the internal carotid artery (ica). The coil was successfully removed without any tensile deformation; it was still attached to the delivery system when it was removed. There was no blood flow interruption nor obstruction due to the reported issue. The syringe was filled with saline from a dedicated source of saline. The syringe had been used successfully to deploy coils prior to the reported issue. There was no difficulty prepping the coil delivery system. With the attempt to deploy the complaint coil, the syringe was taken to the red alternative detachment zone beyond the green zone after it did not detach in the green zone. The syringe did pressurize as intended when taken to the green zone. Nothing else was done to attempt to detach the coil. The replacement coil was not another 2.5mm x 2.5cm orbit galaxy complex xtrasoft (640cx2525). The information confirmed there was no negative impact on the patient. There was a 10-minute delay in the procedure, however it was not stated if this delay was clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31424931) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.